Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on april 08, 2024, with lot number#: 2465357. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken device on radius assessed, as an unidentified (tear) opening (shell thickness within spec). And missing shell observed assessed, as inconclusive. Additional observations: no other observations were observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/mar/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07/may/2024.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.